Event description:
The patient experienced an "acute" inferior infarction. Catheterization revealed "normal" coronary arteries and evidence of thrombus in the distal first obtuse marginal "consistent with embolization". Based on these findings, possible embolus etiologies were thought to be "a coronary embolus from the aortic valve versus a patent foramen ovale with paradoxical embolization". Tee showed a "normal" aortic valve with no thrombus and a head CT was negative for bleeding. Based on prior episodes of speech arrest, hemianopsia, and left arm numbness and weakness, neurology believed the patient had experienced tias secondary to clot embolization. The patient was treated with thrombolysis and tpa and was subsequently discharged with an inr of 3.0. At follow-up on 6/1999, the patient was doing "quite well with no neurological symptoms".